Event description:
Patient on home IV therapy. Significant pmh dx: uti IV access device: sl-PICC. On (B)(6): start of care and first dose. Tolerated without s/e or difficulty. On (B)(6): filled for 7 doses of ertapenem 1 gm IV daily. Patient dosing qd. On (B)(6): rph spoke with patient who stated his legs get fatigued and feel very "heavy" following ertapenem infusion. Checked references and spoke with md and not likely this effect is due to ertapenem infusions. Md advised to continue with therapy and if condition worsens in severity patient should let us know. On (B)(6): spoke to patient for a refill, he asked to wait, he has a md appt this afternoon. He has a concern about dosing with the ertapenem, he states that after the infusion his legs go weak/dead, he will call after his meeting with md. Spoke to patient later in the day and sent him four more doses. On (B)(6): patient stated he felt fatigue setting in but 10-12 hours after abx and he moved abx to approximately 2pm. He did state he was fatigued by putting out garbage and had not been prior to getting the uti. Comorbidities include emphysema, htn, renal transplant and diabetes. On (B)(6): therapy held due to elevated scr of 1.8. On (B)(6): labs drawn. Scr of 1.6, bun 39, glucose 160, phos 4.9, hgb 13.3, rdw 18.1, urine culture positive. On (B)(6): received notification that patient has passed away on (B)(6) 2019 at home. Patient was shipped a total of 12 x 1 gram ertapenem doses (mixed in 100 ml 0.9 percent sodium chloride and infused over 30 minutes via elastomeric pump. Not sure if he administered all 12 doses. Ertapenem ndc (B)(4), lot #r016393, exp february 28, 2020; consistent for all 12 doses shipped. Elastomeric device: easypump st 100 ml 200 ml/hr sodium chloride ndc (B)(4), lot # j8j795, exp january 31, 2021 and lot # j9k788, exp february 28, 2021. Sterile water for injection ndc (B)(4), lot # j8n083, exp april 30, 2021 and lot #j8n167, exp april 30, 2021.